Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the left ventricular lead exhibited high pacing impedance and a loss of capture. Programming changes were implemented; the device will continue to be monitored. The patient was stable before, during and after the intervention.